Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was shown that temperature set point of 36 degrees c and patient temperature never going glower than 38 degrees c with the mixing pump on full power. The mixing pump was serviced. Mixing pump motor replaced preventatively. The ac main voltage circuit card to power inlet module line side connection shows signs of electrical overstress. There is excessive hospital tape on the power cord. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. Completed the 2000-hour pm procedure on the device. Serviced the circulation pump, replaced heater, and replaced both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Circulation pump motor were preventatively replaced. Ac main voltage circuit card and power inlet module were preventatively replaced. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. A new power cord was installed due to excessive tape attached to the old cord. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts. They ran a functional check and it had appeared to be cooling and heating fine. Biomed recommended conducting a calibration to ensure that it meet all the tests and since the device was due for 2000 hour preventive maintenance. Would be sending that information too. Per sample evaluation results on 26sep2023, it was reported that the ac main voltage circuit card to power inlet module line side connection shows signs of electrical overstress. There was excessive hospital tape on the power cord. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted. The chiller pump molded y tube was replaced due to tearing while removing the lower bracket assembly from the chiller. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that the biomed had an arctic sun device that was getting 113 (reduced water temperature control) alerts. They ran a functional check and it had appeared to be cooling and heating fine. Biomed recommended conducting a calibration to ensure that it meet all the tests and since the device was due for 2000 hour preventive maintenance. Would be sending that information too.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.